Manufacturer narrative:
The malfunction complained was related to the needle shield that did not engage and did not cover the tip of the needle. (Ref. Report mw5087281). As the device involved in the malfunction reported was not available for delta med evaluation, the investigation was performed basing on the review of the batch record and the test on the sterile retained samples as following described. Review of the batch record data of the lot involved in the event with special regard to the results obtained at the activation of the needle shield test performed by the contract manufacturer. The results obtained were within the limits defined for this control. To produce the lot n° 1170529, was used the semifinished device identified with the lot n° 0000070514. The production of lot 0000070514 took place from 29-november -2017 up to 01-december 2017 and during this dates n° 40 pieces were tested at the activation of the needle shield test. All the results were within the limits. The evidences of the results obtained are available in annex a together with the translation of the documentation. N°5 sterile retained samples of the same lot were submitted to the needle shield activation test by the contract manufacturer. The results obtained were within the limits defined for this control. In annex b are available the copy of the report test in the original format and translated. By the review of the batch record data and from the results obtained testing the retained samples there were no deviations in the lot performances that could lead to find a possible malfunction of the devices. Report late due to transition from vmsr program.

Event description:
As reported in the report mw5087281 received by our us agent (B)(6) on 06.25.2019: staff were placing an IV catheter in this patient. The stylet was removed, but the needle shield did not engage and cover the tip of the needle. FDA safety report ID#(B)(4).